Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") and sarcoma uterus ("uterine sarcoma") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, sarcoma uterus (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle") and vaginal haemorrhage ("excessive vaginal bleeding / irregular vaginal bleeding"). The patient was treated with surgery (procedure to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, sarcoma uterus, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, sarcoma uterus and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("migration of essure device"), menorrhagia ("abnormal bleeding ( menorrhagia)") and sarcoma uterus ("uterine sarcoma") in a female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), sarcoma uterus (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), vaginal haemorrhage ("excessive vaginal bleeding / irregular vaginal bleeding / abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (tubal ligation, partial hysterectomy), surgery (endometrial ablation and myomectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, sarcoma uterus, dysmenorrhoea, vaginal haemorrhage, migraine, headache, allergy to metals, mood swings, dyspareunia, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, sarcoma uterus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils-right: 4. Number of coils- left: 8. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.13 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube/perforation fallopian tube"), device dislocation ("migration of essure device/migration of essure device location of device: unknown"), menorrhagia ("abnormal bleeding ( menorrhagia)"), genital haemorrhage ("abnormal bleeding") and sarcoma uterus ("uterine sarcoma") in a 36-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, migraine and headache. Previously administered products included for an unreported indication: yasmin and loestrin. Concomitant products included ibuprofen since 2000 for migraine and headache as well as botulinum toxin type a (botox) since 2017, fexofenadine hydrochloride (allegra) from 2008 to 2018 and sumatriptan since 2000. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("excessive vaginal bleeding / irregular vaginal bleeding / abnormal vaginal bleeding"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/pain"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and was found to have sarcoma uterus (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (tubal ligation, partial hysterectomy and endometrial ablation and myomectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, sarcoma uterus, dysmenorrhoea, allergy to metals, mood swings, dyspareunia, abdominal distension, weight increased and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, headache and pelvic pain was resolving. The reporter considered abdominal distension, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, sarcoma uterus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils-right: 4, number of coils- left: 8 current weight 140 lbs. Discrepancy noted: patient is not planning for essure removal. Dicrepancy noted in essure insertion date - (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; migraines, headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: pfs received : new events abnormal bleeding and fatigue were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("migration of essure device"), menorrhagia ("abnormal bleeding ( menorrhagia)") and sarcoma uterus ("uterine sarcoma") in a 36-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroid. Previously administered products included for an unreported indication: yasmin and loestrin. Concomitant products included botulinum toxin type a (botox) since 2017, fexofenadine (allegra) from 2008 to 2018 and sumatriptan since 2000. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("excessive vaginal bleeding / irregular vaginal bleeding / abnormal vaginal bleeding"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and sarcoma uterus (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with medroxyprogesterone acetate (depo-provera), surgery (tubal ligation, partial hysterectomy), surgery (tubal ligation, partial hysterectomy) and surgery (endometrial ablation and myomectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, sarcoma uterus, dysmenorrhoea, allergy to metals, mood swings, dyspareunia, abdominal distension and weight increased outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, headache and pelvic pain was resolving. The reporter considered abdominal distension, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, pelvic pain, sarcoma uterus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils-right: 4. Number of coils- left: 8. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; migraines, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received:patient information added. Event pelvic pain was added . Outcome of event " pain, vaginal hemorrhage, menorrhagia, migraine, headache" were added. Historical and concomitant drug added. Historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("migration of essure device"), menorrhagia ("abnormal bleeding ( menorrhagia)") and sarcoma uterus ("uterine sarcoma") in a female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), sarcoma uterus (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), vaginal haemorrhage ("excessive vaginal bleeding / irregular vaginal bleeding / abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (tubal ligation, partial hysterectomy), surgery (tubal ligation, partial hysterectomy) and surgery (endometrial ablation and myomectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, sarcoma uterus, dysmenorrhoea, vaginal haemorrhage, migraine, headache, allergy to metals, mood swings, dyspareunia, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, sarcoma uterus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils-right: 4. Number of coils- left: 8. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67.13 kgs. Most recent follow-up information incorporated above includes: on 27-aug-2018: events: "abnormal bleeding ( menorrhagia), migraines, migration of essure device, headaches, nickel allergy, mood swings, dyspareunia (painful sexual intercourse), bloating, weight gain", lot number, reporter added from pfs and medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.